Event description:
The customer called regarding excessive insulin exiting during the prime. Troubleshooting was done and it was stated that the pump needs to be replaced. At that time, the customer was advised to discontinue pump use. In addition, the customer's family member called back and conveyed that family member was hospitalized for lbgs two weeks ago, it was indicated that the did not have the pump with them and they did not remember all the details regarding event.